Manufacturer narrative:
Both leads used in the procedure were from the same lot. The leads were not returned to saluda. A definitive root cause of the blood clot could not be determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "spinal cord injury, possible paralysis or other neurological complications" and "weakness, clumsiness, numbness, abnormal sensations or pain." The manufacturing records were reviewed and met all requirements for release.

Event description:
Three (3) days after removal of the evoke scs trial leads, the patient was evaluated in a hospital setting for increased back and abdominal pain and paresis in lower limbs. A spinal blood clot was treated with surgical intervention.